Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08760 inches. No over delivery anomalies noted. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 30 mg/dl, 38 mg/dl. Customer was treated with food and glucose tablet. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer allege insulin pump was over delivering. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will be returned for analysis.